Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Describe event or problem and f10. Device codes.

Event description:
It was reported that this brady lead was explanted due to lead dislodgement. A new lead with the same model was implanted. This lead was discarded. Patient had atrial ventricular dissociation. No additional adverse patient effects were reported.